Event description:
Per the clinic, the patient experienced an atypical sound percepts with stimulation and turbin-like noise which worsen the speech understanding. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.